Event description:
Rptr would like to report a problem that facility experienced on the varian clinac 2100, which was installed in 6/98. Six of the twelve bolts anchoring the pt support assembly mechanism to the base broke off, leaving the table unable to rotate and unstable. The condition was discovered on 4/11/00 and reported to the varian corp, who in turn corrected the situation three days later. When facility reported the broken bolt condition, "one of the varian people commented that this was a common fault with this installation, particularly within a range of serial numbers that facility's accelerator happened to have." There were no injuries; treatments ceased when the level of instability became apparent. Rptr questioned why facility was not informed that this condition could occur without warning and why the varian corp did not offer to provide a risk-free solution in light of the knowledge it has of an obvious design problem. Rptr would also like to know if any other reports have been received of this type of bolt failure and subsequent malfunction.